Event description:
It was reported that pump would not turn on and customer declined further troubleshooting. There was no reported impact to the customer¿s blood glucose level. No additional information was received regarding actions taken by the customer or technical support.